Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the x-rays were taken and confirmed the right l5 lead had migrated. In turn, surgical intervention was undertaken on (B)(6) 2020 wherein a new lead was implanted at l5 and the old lead was kept insitu. This addressed the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.